Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarm prime alarm. Customer's blood glucose reading is 152 mg/dl. Customer stated that the drive support cap is protruded. Advised customer to discontinue use of the insulin pump. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Unable to prime during the prime test due to protruded/loose drive support disk. No alarm noted.